Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26apr2019. The service engineer (se) inspected the device. The se replaced video graphics array (vga) board to address the issue and the ventilator passed all testing.

Event description:
It was reported that the ventilators screen was scrambled. The service engineer (se) found the screen was blank/all white. No patient involvement. Event date not specified: estimate used.